Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device did not identify any evidence of a break. Analysis did identify that the glass cap bevel edge and metal cap were not aligned. The glass cap could rotate within the metal cap. There was severe devitrification at output window on the glass cap. The outer flow tubing open end exhibits minor scratch marks and signs of melting. The fiber was tested using a hene laser fixture and the aim beam was present at the output window. No breaks were noted along the fiber length. The connector cone, segments and tabs appeared to be in good condition and secure. The control knob was intact and capable of rotating the fiber. Due to the observed glass cap and metal cap misalignment an evaluation conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap and metal cap misalignment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that transrectal ultrasonography (trus) measured the patient's prostate volume to be 70 cc, the physician had estimated the gland to be larger. The physician decided on a treatment combination of dissection and vaporization of the tissue. After approximately 200,000j of energy use, the physician noticed the image of the fiber tip, and it looked damage. He continued to laser for some minutes, until the machine shut down (fiber life feature). The fiber tip was probably damaged due to the tip being used for dissection of the prostate tissue. The metallic cap was observed to be burned and visibly broken. The physician has begun learning the enucleation technique and this could be the reason the metallic cap of the fiber broke. The physician tried to do his first light laser enucleation and used the tip of the fiber to dissect the tissue instead of the tip of the scope. A new fiber was used for treatment, and the procedure was finalized as planned. The patients outcome was reported as stable and the event resolved.

Event description:
It was reported that transrectal ultrasonography (trus) measured the patient prostate volume to be 70 cc, the physician had estimated the gland to be larger. The physician decided on a treatment combination of dissection and vaporization of the tissue. After approximately 200,000j of energy use, the physician noticed the image of the fiber tip, and it looked damage. He continued to laser for some minutes, until the machine shut down (fiber life feature). The fiber tip was probably damaged due to the tip being used for dissection of the prostate tissue. The metallic cap was observed to be burned and visibly broken. The physician has begun learning the enucleation technique and this could be the reason the metallic cap of the fiber broke. The physician tried to do his first light laser enucleation and used the tip of the fiber to dissect the tissue instead of the tip of the scope. A new fiber was used for treatment, and the procedure was finalized as planned. The patients outcome was reported as stable and the event resolved.